Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken for an outpatient test and returned to his home. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - 04/2013 ( reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detections. The patient was treated twice while placing his walker into his car outside of his home. The patient's wife witnessed the treatment. The response buttons were pressed after treatment was delivered. The patient was taken for an outpatient test and returned home. The patient continues to wear the lifevest.